Event description:
It was reported that there was a high impedance issue with the implantable neurostimulator device, specifically the lead 977a260 5mm compact 1x8 MRI. The high impedance was observed on the day of surgery. Troubleshooting was performed, which included moving the high impedance lead from positions 8-15 to 0-7, resulting in changes in impedance with the lead. The lead was wiped down and tested twice more, but the impedance remained the same. The physician decided not to revise the lead as the patient had previously experienced relief before the battery depleted. It was noted that the patient had a severe car accident several years ago, which may have contributed to the issue with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.